Event description:
It was reported that the lifeband would not wind and that the platform was making a strange noise. No adverse event reported.

Manufacturer narrative:
Reported complaint of "lifeband could not be wound and the device is making a strange noise" was confirmed. The drivetrain motor was not operating correctly because the bushing was slipping. This caused the lifeband not to wind and made the grinding noise. Drivetrain motor as replaced, which alleviated the problem. No adverse event reported.